Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set could not connect to the luer lock of the patients IV. The end of the device was stuck in place. No amount of tugg or twisting loosened it. This was noticed after the drug was primed with ivig (intravenous immunoglobulin). A new set of tubing was used to resolve this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.